Event description:
The report stated that while treating adhesions during a colectomy, the surgeon tried to use an ls1037 handpiece and claimed it was not working well. He tried the same handpiece on a new generator (forcetriad) and the instrument still did not work to his liking. He opened a ls1500 handpiece and tried it with both generators and did not get surgical effect. He then converted to an open procedure with an lf4200 handpiece that worked with the original generator (forcetriad).

Manufacturer narrative:
Date of initial report : 03/06/2009. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.